Event description:
Device history records were reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported devices were received in lake zurich and it investigations were performed by our local technical team. According to provided information, the reported events were reproduced, with adjusting contract has no impact on display. As it was noticed that the preventive maintenance was well overdue (2019) for devices ((B)(6)). Display boards were sent to brézins for further investigation. Once in brézins, it was noticed that the screens correspond to the original one (when manufactured in 2015). When we switched on the devices, the screen were darker than normal. As it was noticed that the preventive maintenance was well overdue. Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported: dark screen customer reporting a dark screen. Action taken: received pump (B)(6) confirmed customer reported issue. Found dim display, replaced. Pump required extensive cleaning. Device due for preventative maintenance, carried out on notification 300004925. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.